Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred approximately three weeks post implant. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced. Additional information received reported the patient continues to be treated for infection. Blood cultures were positive for (B)(6) with streptococcus agalactiae and that the device wound had dehisced. The patient continues to be treated with antibiotics. No further patient complications have been reported as a result of this event.